Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an anomaly to the catheter/guide wire. Analysis identified a hole in the catheter body. As received, the guidewire was sticking out of a hole in the catheter body, and the catheter had bends. Leaking occurred from the hole in the catheter body during pressure testing. Analysis further noted the coils of the guidewire were unraveled and there was damage to the dispensing holes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: hg7nvat04, serial#: (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 26-jan-2026, UDI#: (B)(4), h3 - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen drug via an implantable pump for unknown indications for use. It was reported that in a new surgery for intrathecal baclofen therapy (itb), the lumbar puncture and spinal fluid were checked and the catheter was inserted into the puncture needle outer cylinder. However, the hcp stated that the catheter did not advance. The hcp tried it many times, but it did not progress. The vertebral body was changed to the upper one, but it was the same. The catheter was checked, guidewire was exposed, so it was cut. When it was checked more carefully, the catheter was in a state where it got frayed a few centimeters away from the catheter tip. The hcp further stated that up to now, about 20 cases of itb surgery had been performed. The lumbar puncture was performed and spinal fluid was checked. The hcp stated that they felt resistance that they had never experienced before when going up the catheter. The catheter tip was slightly protruding from the puncture needle under fluoroscopy, which resulted in even stronger resistance, and the catheter could not be raised. When the catheter was changed to a new one, the catheter immediately went up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor and the serial number of the pump was asked but unknown. The cause of the catheter not advancing and the catheter tip slightly protruding from the puncture needle was asked but unknown.